Event description:
It was reported that this device leaked during preparation for an angioplasty procedure. Upon analysis of this device, it was revealed that there is a pinhole in the shaft of the device. Device analysis completed 5/28/97. The device was not used in the pt.